Event description:
A report was received that the patient's pocket was moved due to pocket site pain. The physician moved the ipg lower on the right buttock. The patient is doing well.

Manufacturer narrative:
This is the final report.